Event description:
During follow-up, the physician noted multiple ventricular fibrillation episodes, where one episodes was incorrectly diagnosed due to noise from the right ventricular lead. Inappropriate therapy was delivered to the patient due to the noise. The device was reprogrammed to resolve the issue and the patient was in stable condition.